Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem quality engineer reviewed pump data and concluded the following: review of the pump data logs shows the cgm was not in use from (B)(6) 2016 through (B)(6) 2016. The last blood glucose of 162 mg/dl was manually entered into the pump on (B)(6) 2016 at 10:57 pm when the user delivered a 8.07 unit bolus for 113 grams of carbohydrates. The last cartridge was loaded onto the pump at 11:56 pm on (B)(6) 2016. On (B)(6) 2016 at 1:02 am, user requested a 3 unit bolus for 42 grams of carbohydrates without entering current bg and while still having insulin on board (iob). At 8:20 am on (B)(6) 2016, user dismissed a reminder to change his infusion site. At 8:20 pm on (B)(6) 2016 delivery of insulin was stopped due to user not interacting with the pump for 12 hours, resulting in an auto-off alarm. The auto-off alarm was cleared by the user at 8:42 pm on (B)(6) 2016 and delivery was resumed at this time. At 8:42 am on (B)(6) 2016 deliveries were again stopped due to an auto-off alarm after user did not interact with the pump for 12 hours. The user did not resume delivery and no further interaction with the pump was observed in the data logs. A low power alert was declared at 5:03 pm on (B)(6) 2016 and the pump continued to alarm until the battery fully depleted at 1:26 am on (B)(6) 2016. Complaint could not be confirmed. The pump appears to have been functioning as intended. There is no evidence that the pump experienced a malfunction or failure. If the user did not change the infusion set correctly during the last cartridge change, the user may not have been getting insulin causing a high bg.

Event description:
It was reported that the patient passed away. Cause of death was not provided. Contact suspected that diabetic ketoacidosis (dka) was the cause of death. There is a medical malpractice case pending in the county of (B)(6). We have been informed that the family of the decedent is pursuing an action against the urgent care facility that saw the patient earlier in the day on the day of his death. We have been further informed that the facts of the case are, generally, that the patient was seen at urgent care due to being sick and vomiting. The urgent care prescribed him zofran. Reportedly, the patient's blood glucose (bg) was not checked and urine was not tested for ketones prior to being released from urgent care. Patient had returned home and was reportedly doing better, when his girlfriend left him at home. When she returned 3-4 hours later, she found him deceased. No additional information was provided.